Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a user report which reported the following information: customer reported experiencing pain in her right shoulder "some days" after applying the adc freestyle libre sensor . Customer presented to the accidents and emergency department due to worsening pain, and was treated at the hospital with surgical intervention (fasciotomy) and unspecified infection treatment. There was no report of death associated with this event.

Manufacturer narrative:
Since no product has been returned, extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. A valid sensor serial number was not provided. The dhrs for all libre sensor kits within expiration at the time of complaint were reviewed and showed there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed and there were no confirmed complaints within the trend data in this review. Therefore, there were no adverse trends that indicate any potential product related issues. No product deficiency was identified. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Abbott diabetes care received a user report which reported the following information: customer reported experiencing pain in her right shoulder "some days" after applying the adc freestyle libre sensor . Customer presented to the accidents and emergency department due to worsening pain, and was treated at the hospital with surgical intervention (fasciotomy) and unspecified infection treatment. There was no report of death associated with this event.